Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a venotomy closure of two access sites in the right common femoral vein using three proglide devices after an interventional electrophysiology atrial fibrillation ablation procedure with an 8.5f sheath on each access site. Reportedly, two proglide devices were attempted to be used to close the first access site of the right common femoral vein. However, a cuff miss [suture retrieval issue] occurred with both of those devices. A non-abbott device was used to achieve hemostasis on the first access site of the right common femoral vein. One proglide device was then attempted to be used to close the second access site of the right common femoral vein, but a cuff miss [suture retrieval issue] occurred with this device as well. A non-abbott device was used to achieve hemostasis on the second access site of the right common femoral vein. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed and a suture separation was observed. The posterior needle tip was not returned. The location of the posterior needle tip is not known. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.